Event description:
It was reported that the patient had developed infection at the ipg site. Sign of leaking and oozing were reported. Caused of infection was unknown. Antibiotics were prescribed and patient underwent an explant procedure.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7072217.

Event description:
It was reported that the patient had developed infection at the ipg site. Sign of leaking and oozing were reported. Caused of infection was unknown. Antibiotics were prescribed and patient underwent an explant procedure. Additional information was received that all device components were explanted and will not be returned as they were not released by the facility.